Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.

Event description:
Caller indicated the relion prime meter was giving variable readings. Caller did a reading this morning and received 21. She did not have symptoms of low sugar so retested within 2 minutes on same hand, different finger and received 143. She questioned the readings and contacted customer service. Technique and storage is good. Control test was in range a few days ago. Replacing product.